Manufacturer narrative:
This product is manufactured in (B)(6) but not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, in the patient's left eye on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in case/vial. There was also clear surgical residue/debris on the product. Visual inspection found the lens haptic torn/broken and having foreign material on lens surface. Dimension at inspection found lens was within specifications. (B)(4).